Event description:
It was reported during a thoracoscopy the surgeon attempted to staple and transect the lung specimen. On the first firing the ez45b would not staple or cut. A competitive instrument was opened to complete the case. There was no consequence to the pt. 1/19/98 the rep reported the staple cartridge was knocked loose sometime in handling prior to giving the device to the surgeon.